Event description:
Echelon curved cutter stapler would not work - "not firing." A new echelon stapler was brought into the room, and the next one would not work either. Dr switched to the ta 90 stapler. No injury to patient. The defective staplers will be returned to the manufacturer for inspection.